Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed. The customer reported no adverse event. The event involved product(s) mmt-1886l. Customer reported receiving a pump error. Troubleshooting was performed and the customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 38 occurred on (B)(6) 2024 13:55--17:22 in history files and traces. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and force sensor. Motor was tested outside of unit and it failed due to pump error 38 . The following were noted during visual inspection: scratched case, pillowing keypad overlay. Device tested failed is confirmed due to pump error 38 occurring during testing. Pump error 38 is confirmed due to moisture damage on the motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.